Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared ont he display of the home pt's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Reportedly, the pt line was clamped during priming then the home pt realized it was clamped, unclamped the pt line, then connected to the homechoice machine during prime. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt complete therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.